Manufacturer narrative:
The device in question was not returned. Review of the device history records for the device were reviewed and identified no deviations or anomalies. These devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The devices involved were verified for compatibility with no compatability issues noted. Complaint history search based on the product and lot combination revealed no similar complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4) other devices used: catalog #42512000414, persona cr vivacite articular surface, lot #62280946. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and inability to bend the left knee.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: trabecular metal standard primary patella ¿ cat. No. 00-5878-065-32, lot no. 62530446, femur cr standard ¿ cat. No. 42-5028-060-01; lot no. 62407733, articular surface ¿ cat. No. 42-5120-004-14; lot no. 62280946.

Event description:
It was reported that the patient was revised due to pain and inability to bend the left knee. It was indicated later that the tibial component was loose.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation results concluded that the reported event was most likely due to the tibia potentially allowing for the tibial implant to sit proud on the resected tibial surface. Therefore, the tibia has less initial stability. The problem with this device constitutes as a design issue as the root cause. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.